Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, crease fold, opening curved on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, striated opening on radius and stress marks. Based on the device analysis the final assessment is an opening crease sharp on posterior assessed as fold flaw opening, and a striated opening on radius assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.